Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the printer on the programmer overheated and a shutdown error occurred while doing a patient check. Another programmer had to be used to complete the task. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printer overheated. The main processing unit (mpu) board needs to be replaced. It was also noted that the electrocardiogram (ECG) connector was loose, the media bay door was broken and the system fan was noisy.